Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000093666.

Event description:
It was reported the patient experienced invalid impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01431. Additional information was received wherein both leads were explanted and replaced due to one having impedances and the other accidentally got cut during reimplantation. Effective therapy was restored.